Event description:
It was reported that the inner sheath bayonet is easy to break in the process of use, and the subsequent operation cannot be carried out normally. No adverse consequences. Hospital inspection found that the internal sheath bayonet was easy to break during use, resulting in more product obsoletion, subsequent operations could not be carried out normally, but did not cause any human injury and adverse events. Cross reference MDR: 9610617-2024-00440.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The evaluation of the data provided revealed the following: pictures of the customer from the incoming email dated 31.10.2024 show clearly recognizable breakage of the inner shaft. The exact cause of the defect cannot be determined for article 27050xa (inner sheet, for 27050 sl) because the sheat is not provided to us despite multiple written requests for a cause analysis. It can be seen from the photo sent to us that the proximal end has inner broken parts. Therefore, an evaluation was created with the assumption of a broken connection. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation on january 14,2025. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).